Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed a small amount of red fibrous material inside the closed packaging. It wasn't until the investigation was conducted that we became aware of the foreign material inside the closed packaging. Since the device was returned to sss in a sealed package, the most likely root cause is the device not being inspected correctly prior to distribution from stryker sustainability. Internal inspection procedure requires that each device be inspected after it has been packaged to ensure there is no foreign matter in the pouch or on the device. The reported event is not occurring more frequently than is usual for the device.

Event description:
It was reported that before the procedure, "it looks like there is a scuff on the unopened trocar." When the device was investigated, it was found to have a small amount of red fibrous material inside the closed packaging . No patient injury was reported by the user facility.